Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) did not provide right ventricular (rv) r-wave sensing or capture two days post-implant. The device was, however, sensing a left ventricular (lv) r-wave, despite a plugged lv lead port.